Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the bins in row one was not detected on the bus. A field service engineer shut down the refrigerator and proceeded with the following steps: removed the shelves, panels, lock, first drawer, and second drawer; replaced the interface and relay access controller (irac) with a new one; and then reversed the steps to reassemble the unit. After rebooting both the station and the refrigerator, the storage space was successfully recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the helmer bin was failed to open. The customer stated that the malfunction occurred while user tried to issue medication to a patient. There were no adverse events or injuries reported based on this event.